Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was recently treated at the wound clinic for mild wound dehiscence when small amounts of serosanguinous drainage were noted. The patient was admitted for antibiotic therapy. The system was explanted and replaced without incident. The patient was stable before, during, and after the operation. There were no adverse events noted.